Manufacturer narrative:
Additional information: h3, h6. H10: the actual devices were not available; however, photographs of the sample were provided for evaluation. The photographs were visually inspected which observed the bushing/tubing was separated from the patient adapter. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the patient adaptor and the tubing/bushing is a friction fit and not a solvent bond; a strong tug on the patient adaptor or tubing could cause the separation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the plastic (patient) connector of a transfer set disconnected from the tubing. This was observed during device testing. There was no patient involvement. No additional information is available.